Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: all of the keypad buttons were confirmed to be responding appropriately. The keypad was removed and no button contact issues were found.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported a delayed response when the keypad buttons were pressed. There was no reported patient impact associated with this complaint.